Event description:
This is a report of constipation and peritonitis in a patient coincident with dianeal therapies for peritoneal dialysis (pd). Dianeal therapies were ongoing. The patient was not hospitalized for peritonitis. The cause of peritonitis was the patient being constipated for 3-4 days. The patient was treated with injection (inj) reflin (1gm once a day) and inj genta (80mg once a day) (routes not reported) for peritonitis. The outcome of this peritonitis event was unknown.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The problem was not confirmed. No device malfunction or use error was identified. No assignable cause was determined.